Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarms are confirmed in insulin pump history file due to a broken trace at keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had an audio anomaly. It had a low and constant tone. No further details were given. The device will be returned for analysis.